Event description:
Reporter alleged obtaining the results of 250 mg/dl and 41 mg/dl back to back within 10 minutes on the aviva system. Reporter was hypoglycemic at the time and self-treated with apple juice then peanut butter crackers. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 250 mg/dl and 41 mg/dl back to back within 10 minutes on the aviva system. Reporter was hypoglycemic at the time and self-treated with apple juice then peanut butter crackers. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.